Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Unit passed displacement test and self-test. All buttons functioning properly. No damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. Unit was received with cracked retainer, cracked battery tube threads, cracked case corner of belt clip rails, minor scratched display window, broken battery tube threads, missing display window cover, fading serial number label and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a crack in the case. The customer's blood glucose level was 227 mg/dl at the time of the incident. It was reported that the insulin pump was neither dropped nor involved in a car accident. The crack was seen on the battery thread and it was reported that they did not know how the damage occurred. It was reported that a replacement will be sent. It was also reported that the insulin pump had a keypad anomaly. It was reported that the all buttons had frequently no or intermittent response by button press. It was also reported that the insulin pump's block mode was not active and that the max bolus/basal was not set to 0.0. Battery change was performed but the issue persisted. The alarmed occurred during normal use. There was no indication of the issue being resolved during the call. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indication of the insulin pump returning for analysis.